Event description:
It was reported that during a coronary drug eluting stenting treatment procedure withdrawal difficulties were encountered. There was in-stent restenosis present in a stent in the distal part of the big lateral branch. The physician predilated the lesion with a mat sprinter balloon 12-2.5mm at 14 atm's. He inflated the balloon three times and deployed a taxus express2 2.50 x 16mm drug eluting stent at 14 atm's. The balloon was sticking to the stent. The physician deflated the balloon several times to successfuly withdraw the balloon out of the stent. The pt's condition is reported as satisfactory/good.

Event description:
The procedure took place in a non calcified, non tortuous 70-80% stenosed artery. The physician was able to inflate the balloon on the first attempt without experiencing any difficulty. The pt did not have any symptoms while the balloon remained inflated. The physician inflated the balloon several times at high pressure before removing the intact device. The physician did feel that the withdrawal difficulties were device related.